Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One 4 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample and the catheter appeared to have been trimmed near the distal end of the strain relief, about 0.3 cm distal to the strain relief. The sample was flushed and pressurized with a 12 ml syringe of water, but no leaks were observed. A microscopic observation revealed no damage on the returned catheter. Striations were observed on the distal end of the catheter, indicating it had indeed been trimmed. While the alleged issue could not be replicated and no damage was observed on the returned sample, a large portion of the catheter sample was not returned for evaluation; therefore it was not possible to confirm the reported event or identify the root cause(s) of the alleged leak. A lot history review (lhr) of recq0446 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in china.

Event description:
It was reported that the catheterization was conducted on the patient with the guidance of the ultrasound on november 2 for lung cancer. Leakage was found at the tip end on november 5. The drugs infused for the patient was ns100ml + omeprazole 40mg qd, ns100ml + tropisetron hydrocloride injection 2mg qd, ns120ml + cisplatin 30mg qd and then ns100ml qd for catheter flushing. The leaked liquid did not cause discomfort to the skin.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0446 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(6).

Event description:
It was reported that the catheterization was conducted on the patient with the guidance of the ultrasound on november 2 for lung cancer. Leakage was found at the tip end on november 5. The drugs infused for the patient was ns100ml + omeprazole 40mg qd, ns100ml + tropisetron hydrocloride injection 2mg qd, ns120ml + cisplatin 30mg qd and then ns100ml qd for catheter flushing. The leaked liquid did not cause discomfort to the skin.